Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 522 mg/dl. The customer was treated with manual injection. The customer stated that the bolus amount scrolled from 0.2 to 200 and then the numbers went off the screen. The customer found alarms. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for high blood glucose, blank display and other alarm.

Manufacturer narrative:
The download history file shows multiple boluses. There was no bolus delivery greater than 25.0 units. The pump was programmed and monitored, and no blank display or alarms were noted. No unexpected bolus anomaly or numbers ramping/scrolling noted during testing. The pump was programmed with multiple test boluses, and all boluses delivered properly and were listed in the bolus history screen. No bolus anomaly was noted. The pump passed the displacement, rewind, basic occlusion, self test and error tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the lcd board was locked properly. The pump also had a cracked reservoir tube lip.